Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully however residual mr was noted laterally. A second clip delivery system (cds) was advanced and the leaflets grasped, reducing mr to 1. After one minute, the mr increased to 4 and it was noted the posterior leaflet was damaged. The leaflets were ungrasped and the clip removed. The procedure was completed at this time with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.